Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer inadvertently entered a larger than intended carbohydrate value into the bolus menu. The customer stopped all insulin delivery and consumed orange juice, two glucose tablets, and honey. Customer's blood glucose ranged between 78-120 mg/dl.